Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 11 months ago. Aneurysm and vessel morphology were unremarkable. The films from the time of implant revealed that there was some blood clotting near the hypogastric artery; however, the contralateral limb ended 2 cm above the hypogastric artery. It was reported that approximately two months ago, the patient presented with a cold leg. The CT revealed that approximately 2 cm of the contralateral iliac limb was occluded. The occlusion was 1-2 cm into the stent graft. The physician elected to perform a femoral to femoral bypass and blood flow was restored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).